Event description:
It was reported that the pt went into withdrawal. The pt's catheter was kinked and twisted below the connector. During the revision surgery the catheter was trimmed below the kink and twisted portion. When the physician put the connector back onto the pump, he did not like the "feel" on how it went back on at the connection. The physician had difficulty removing the connector. The connector was replaced. No surgical complications were reported.